Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapy was ongoing. On an unknown date, the patient was hospitalized for the event. The patient was treated with reflin (dose, frequency, and route not reported) for the peritonitis. It was reported that the cause of the peritonitis was due to a surgical product. The outcome was unknown. No additional information is available.